Event description:
Left-side ripping and patient reported symptoms: thyroid pain, breast pain, dry/brittle hair, fatigue, hair loss, inflammation of thyroid, joint ache/pain, sleep difficulty, not rested after sleep and vision loss.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.